Event description:
It was reported that the analyzer surgical cables were sent for sterilization and were returned for use. The cables were connected; however, they were not functioning to the physician's satisfaction. Replacement cables were used, and the case was finished without further issue. The biomedical technician examined the cables and found that there was a blood clot that was not fresh on the inside of the rubber sheath that covers the clips. It appeared that the cables were not cleaned completely. The cables were sent for sterilization, and the blood clot was missed again. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).